Event description:
Per the clinic, the patient developed skin irritation and skin breakdown at the magnet site (date not reported). The patient was treated with topical steroid (specific date and duration not reported). Subsequently, the patient underwent a surgical procedure to washout the wound and the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.